Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post successful cryo ablation procedure, the patient was experiencing chest pain and had a computerized tomography (CT) scan as a result. The CT scan revealed a pseudoaneurysm of the right inferior pulmonary vein which was thought to have occurred intraoperatively during manipulation of the catheter, but the type of catheter was not specified nor was the etiology known for certain. The patient was hospitalized as a result of this issue, though no interventions were needed. No further patient complications have been reported as a result of this event.